Event description:
The report received from the registry indicated that during the patient's elective index procedure, while implanting a cypher select plus 2.5 x 18 mm stent in the mid left anterior descending (lad) target lesion at 17 atm, an intimal type f dissection occurred (adverse event/ae #1). The dissection was treated by implantation of two additional cypher select plus stents: a 2.5 x 13mm and a 2.5 x 18 mm at 17 atm. The three stents were implanted in overlapping fashion. A satisfactory result was obtained, and the stents were not post-dilated. The ae of dissection was reported to be unrelated to the study device(s)/procedure or any other cordis product, was mild in severity and not a serious ae (sae). The event outcome information was complete and the event was reported to be resolved without sequel. The patient had two (2) additional ae's reported. Ae#2: the ae reported was myocardial infarction (mi)/elevated cardiac enzymes post-procedure. The mi was a non-q wave, anterior wall location, and target vessel related. There was no reported evidence of stent thrombosis and the event did not require any intervention/surgery. The enzyme elevation was reported to be related to slow flow during the procedure due to acute coronary syndrome (acs). The event of mi/enzyme elevation was reported to be unrelated to the study device(s) or any other cordis product, a highly probable relationship to the procedure, and was moderate in severity. The event was a serious ae (sae) requiring hospitalization or prolongation of the hospital stay. The event outcome information was complete and the event was reported to be resolved without sequel. Ae#3: the ae reported occurred approximately nine (9) days after the index procedure. The ae reported was that the patient had been re-hospitalized and had coronary angiography done. The report stated that there was no evidence of thrombosis involving the previously implanted cypher select plus stents. The event was reported to be unrelated to the study device(s)/procedure or any other cordis product, and was mild in severity. The event was a serious (sae) requiring hospitalization or prolongation of the hospital stay. The event outcome information was complete and the event was reported to be resolved without sequel. The indication for the index procedure was a previous q-wave myocardial infarction (mi). The patient was found to have three-vessel disease and two lesions were treated during the index procedure. There was no planned staged procedure. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, a 70% stenosis, not a bifurcation/ostial/or total occlusion, not angulated, a readily accessible proximal segment, smooth, eccentric, moderately calcified, absent of thrombus, and typeb1. The lesion was not pre-dilated. A cypher select plus 3.5 x 13 mm stent was implanted at 18 atm. A satisfactory result was obtained, and the stent was not post-dilated. The residual stenosis was not reported. The flow pre and post-procedure was timi 3. There was no thrombus aspiration done or distal protection device used. There was no reported procedural complication or device deviation. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 20 mm in length, a 100% occlusion, not a bifurcation/ostial, a total occlusion less than three months (<3 months), not angulated, a moderately tortuous proximal segment, eccentric, moderately calcified, thrombus present, and type c. Debulking was not done. The lesion was pre-dilated as planned with a 2.5 x 15 mm balloon at 12 atm. Three cypher select plus stents were implanted at 17 atm in overlapping fashion (as described in sec. B5). The residual stenosis was 20%. The flow pre-procedure was timi 0 and post-procedure timi 3. There was no thrombus aspiration done or distal protection device used. There was no reported procedural complication or device deviation. The patient was discharged two (2) days after the index procedure. A phone contact with the patient at the one month period reported that the patient was asymptomatic and continuing his medical regimen.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.